Event description:
When we began the turp, the doctor found a few huge bladder stones that he used the holmium laser for to break up the stones. It took several hours to break up the stones. We went through five laser fibers; four of the fibers did not last very long and had to be replaced within an unusually short timeframe. The tip of the laser fiber was used up much faster than normal according to the surgeon. All four laser fibers that were of short duration were saved, with all the packages.